Event description:
The balloon was found completely burst and shredded. The balloon had been inflated with 10ml of water. A test had been performed prior to use.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.